Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a blank display on the insulin pump. The customer's blood glucose was 130 mg/dl. The customer stated that there was no physical damage or moisture exposure to the insulin pump or battery cap. The customer inserted a new battery and received a battery out limit alarm. Troubleshooting was done. The customer passed the self test. Advised to monitor the insulin pump. Nothing further reported.